Event description:
Per the clinic, the patient experienced infection at the implant site, and subsequently, was treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on april 01, 2024.